Event description:
It was reported by service report that the brakes were not holding on the bed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.